Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Left shoulder surgery on the (B)(6) 2008. Revision surgery after the disassembly of the sphere with baseplate on (B)(6) 2012.